Event description:
It was reported that the patient had the artificial urinary sphincter removed due to infection in summer 2019. A new artificial urinary sphincter consisting of a 5.0 cm cuff, pump, and balloon were implanted at a later surgery. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.